Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading at time of the call was 23 mg/dl. It was stated that the customer's glucose dropped and the paramedics were called. Then the paramedics took the customer to the emergency room. It was mentioned that the customer's blood glucose was 47 mg/dl, and two hours later dropped to 41 mg/dl. It was also stated that the customer was triaged and her glucose went up to 70 mg/dl. Troubleshooting was performed. Time, data, basals, programming, and daily totals were correct. Ran a self test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.